Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was difficult to place due to the lead helix not extending after a significant number of turns. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. The inner and outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet in the lead and the helix extended. There is a kink in the outer insulation at 5.8 cm and 33.5 cm. The inner tubing is kinked at 33.5 cm. The distal conductor is kinked at 33.5 cm. Accurate measurement of the helix is not possible due to the helix being bent. The helix will extend and retract but not within specification. If information is provided in the future, a supplemental report will be issued.